Event description:
This device was explanted, after routine diagnostic testing revealed several open-circuit intracochlear electrodes. Explantation/reimplantation surgery was completed successfully in 2004.